Manufacturer narrative:
Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.

Event description:
According to the reporter, the device displayed a straight line when connected to pt. Electrodes were replaced and device subsequently operated properly. No adverse affects to the pt were reported as a result of the alleged malfunction.